Event description:
It was reported that the right ventricular lead had an abrupt increase in threshold and is high. The lead also has had a gradual increase in impedance since implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568 lead, implanted (B)(6) 2011. (B)(4).